Event description:
Customer's family member reported patient was admitted as an inpatient to a hospital for high bg. Description of complaints was unexplained high blood glucose. Family member stated that the md insisted he was not comfortable with pump and wants it replace. Family member did not have pump with them, will call back to provide serial number.